Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient reported having a fall and injuring the shoulder where the device was. The patient later presented with an atrial lead warning for high impedance, and the atrial lead had switched to unipolar. Follow-up determined that a chest x-ray was performed, with no fracture noted. The device was programmed to ddir mode and the atrial lead remains in use. No patient complications have been reported as a result of this event.